Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025 while at the hospital, an abbott representative was shown the images that were taken on (B)(6) 2024 during procedure and images from (B)(6) 2025. It was found that the clip had relaxed, mr had increased from 1 to 2+, and the patient had experienced an increase in fluid.

Event description:
It was reported that on (B)(6) 2025 while at the hospital, the abbott representative was shown the images that were taken on (B)(6) 2024 during procedure and images from (B)(6) 2025. It was found that the clip had relaxed and mr had increased from 1 to 2+, and the patient had experienced an increase in fluid.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. The reported recurrent mr seems to be related to the reported cowl. The reported edema is a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.